Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow up will be sent to the FDA.

Event description:
It has been reported to philips that during a coronary angioplasty procedure, the system stopped generating x-rays. The procedure was completed successfully. No patient harm has been reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has inspected the system on-site and confirmed that the system is working according to specification. Philips has confirmed by inspection of the system that the incident occurred because the battery that provides additional power for high dose fluoroscopy was not charged to its full capacity before the procedure was started. The analysis of the log files for the (B)(6)2020 procedure confirmed that the system displayed repeated error messages indicating the low battery level as described in the instructions for use. The user continued the procedure using high dose fluoroscopy with reduced battery capacity, until the system stopped generating x-rays. The user then chose to restart the system after which the procedure was completed using low dose fluoroscopy. The instructions for use 12nc#4598 009 42031, 6nc#718132, section5.5.7), states that the battery must be fully charged before use. Additionally, the system also has a label reminding the user to keep the system charged. No similar complaints were found. Based on the investigation results, philips has concluded that there was no malfunction of the system. Consequently, philips has closed this complaint. Correction: field h6: the device code is changed to c63193 failure to charge submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.